Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was removed due to infection "about six months" prior to report. It was stated, the pt's health care provider was waiting for infection to clear before implanting new device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.